Manufacturer narrative:
It was reported that, after a total hip replacement surgery was performed in 2016, where a polarcup system was implanted, the patient had an infection and experienced metallosis, caused by the breakage of a cable that was treated via revision surgery in an unknown date. Due to this, the patient underwent another revision surgery on 17-may-2023 where the polarcup insert and the femoral head were exchanged. The patient left surgery in good health. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to insufficient information it is not possible to perform a review of past corrective actions. As the batch number and the product number are unknown, it is not possible to perform a complaint history review. A review of the risk management documentation verifies the failure modes, occurrences and severities of the reported issues. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use (lit. No. 12.23, ed. 03/21) states "infection" as a ¿potential adverse device effect¿ and "implant component fracture" as a ¿potential medical device problems¿ in combination with the implantation of a hip prosthesis. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, after a thr surgery was performed in 2016, where a polarcup system was implanted, the patient had an infection and experienced metallosis, caused by the breakage of a cable. Due to this, the patient underwent another revision surgery on (B)(6) 2023 where the polarcup insert and the femoral head were exchanged. The patient left surgery in good health. No further details available at the moment.